Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, implanted: (B)(6) 2018, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for fecal incontinence & urge incontinence. It was reported that the patient had felt that her leads had moved. No symptoms were reported. No further complications were anticipated/reported. It was noted that the trial began on (B)(6) 2018.

Manufacturer narrative:
The lead product ID: 305901. Lot# 60056392. Implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) reporting that trial patient was seen on (B)(6) 2018 for a removal. Trial patient initially noted they had some improvement in their incontinence but as the week progressed, it had worsened again and trial patient felt like one of their leads have come out of place half way through the trial. Trial patient reported having 7-8 incidents during the trial most later in the week. When device was removed, the right wire felt loose like it had become dislodged during the trial. No further complications were reported.